Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The reporter alleged of having sore throat & persistent cough. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The reporter alleged of having sore throat & persistent cough. No additional information can be requested at this time. The device was returned to the manufactured service center for further evaluation. During the evaluation of the device at the manufactured service center, the device was visually inspected and found evidence of foam degradation. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufactured service center. There was no error code found. And there was visible foam degradation. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Box: device avail. For eval? (Rfb), date returned (rfb) updated. Box h: device eval. By mfg? (Rfb) updated. Box h: evaluation method code, evaluation results code, component code grid and conclusion code grid has been updated.